Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v432255 serial# implanted: (B)(6) 2010 explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that they did an impedance check pre-operation, and all parameters were greater than 4000. The patient had also reported that the rep had had tried to check the implantable neurostimulator (ins) prior to being replaced. When the rep tried to connect to the ins, the programmer's screen went black, and the rep ind icated that the ins was "fried." It was noted that the ins had been off for years due to issues already reported. It was indicated that when the hcp went in to change the battery and revise the lead, they found the lead was in two pieces. The break was halfway between the pocket site and the lead insertion site. The patient stated that they went to a chiropractor, had injections in their back, and had weight gain and loss that might have led/contributed to the issue. The hcp was able to get part of the short lead out of the insertion side, but after directing and cutting down to the bone, the lead broke. They tried multiple times, but were not able to get the remaining electrode from the sacrum. The patient stated that they had huge incisions at that time. A new lead was placed on the opposite side, and correct responses were observed. The issue was reported as resolved. The indications for use were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Notification: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).